Event description:
It was reported that during an unk procedure, no function during first test. But during second test function for some moments, then again no function. Later the sales rep tested the shears, blade is broken. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated; but unavailable at this time.